Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, a visual inspection confirmed blood in the leads lumen. Resistance and pressure testing were performed to determine the leads electrical performance. Measurements throughout these tests revealed the lead was electrically continuous. Analysis found the outer insulation of the lead to be fully intact. Analysis concluded the blood most likely entered the lead through the terminal pin opening.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that a revision procedure was performed. This atrial lead with non-boston scientific crm device and right ventricular lead were removed due to an infection. Upon removal, a visual inspection revealed blood in this lead and the leads color had changed. It was thought there was insulation damage. The lead was returned for analysis.